Manufacturer narrative:
D2a: common device name: unknown. D2b: FDA product code: unknown. Note: the exact model and serial number of the device could not be identified. The product code and device name used in this report are for classification purposes only and may not reflect the actual device involved. D4: model #: unknown. D4: serial #: unknown. D4: primary unique device identifier (UDI) #: unknown. G4: due to the unknown model name, the PMA/510(k) number cannot be determined. Pentax medical america performed a good faith effort to gather additional information regarding this event and contacted the responsible personnel via email on four separate occasions. However, no response was received from the personnel in charge. The device involved in this event was reported to be either a pentax medical processor or endoscope. However, the exact model and serial number remain unknown. To clarify the context of the event and assess potential patient impact, the following key points were inquired: whether the procedure was for treatment or diagnostic purposes. Whether the device in question was used to complete the procedure. If not, whether an alternative device was used to complete the procedure. Whether the patient was recalled for further screening. If yes, when and what were the results. If no, whether a follow-up is planned. The current status of the patient. Whether the device was removed from circulation and sent for service or replacement. The current location and status of the device. Despite repeated attempts, no additional information could be obtained. Investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
On 14-may-2025, pentax medical became aware of an event involving a pentax medical device of unknown model and serial number in dallas, texas, united states. There was a report that red and orange tones were enhanced in the endoscopic image. The user attempted multiple processor settings to adjust the color balance, but a satisfactory result could not be achieved. It is unknown when the event occurred. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
H4: the device manufacture date is not available because product-specific information could not be obtained. Correction information: b4: date of this report. G6: follow-up #: 1. H2: if follow-up, what type? H6: adverse event problem. Evaluation summary: the event that occurred is red and orange image. Based on the investigation, the cause could not be identified. Multiple attempts were made to interview the person in charge; however, no additional information was obtained. As a result, it was not possible to identify the model or serial number of the device involved. Pentax medical has not received any further information for this event and therefore considers this medwatch report closed.